Manufacturer narrative:
(B)(4). Concomitant medical products: - unknown nexgen femoral assembly catalog #: ni lot #: ni. Unknown nexgen tibial assembly catalog #: ni lot #: ni. Report source: foreign - (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for evaluation as the current whereabouts of the product are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted; inadequate information provided.

Event description:
It is reported that the patient experienced post-operative migration of the hinge pin following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this report is a duplicate of one of seven other reports. This report may be a duplicate of one of the following: 0001822565-2018-03540 0001822565-2018-03624 0001822565-2018-03682 0001822565-2018-03635 0001822565-2018-03599 1822565-2015-02186 0001822565-2018-01728

Event description:
No further event information available at the time of this report.